Event description:
Country of complaint: (B)(6). Post operative screw breaking, approximately 18 months post-up. Patient is obese.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.